Manufacturer narrative:
Ge healthcare product engineering conducted an investigation which concluded that the root cause of the reported issue was due to user error. When ge healthcare field engineer unlatched the lower breathing system assembly, the o2 cell was mistakenly seated in the o2 sensing port of the lower breathing system assembly. This event has been re-assessed as not reportable.

Manufacturer narrative:
Ge healthcare product engineering conducted an investigation which concluded that the root cause of the reported issue was due to user error. When the ge healthcare field engineer unlatched the lower breathing system assembly, the o2 cell was mistakenly seated in the o2 sensing port of the lower breathing system assembly. This event has been re-assessed as not reportable.

Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. Unique device identifier - (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The distributor's service representative performed a checkout of the system and a review of the logs which showed " no exp flow sensor " had been noted on the log. He cleaned the bag/vent switch mechanism and reseated the flow sensor to fix the reported issue.

Event description:
The hospital reported that, vent failed to engage/operate initially and it took several bag/vent toggles to start mechanical ventilation. The toggle mechanism was also reported slightly sticking. There was no reported patient injury.